Manufacturer narrative:
Concomitant medical products: product ID: 5076-58 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead fractured and also exhibited high impedance, noise, over-sensing, and no capture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.